Event description:
The plaintiff's atty alleged that the decedent expired on or about (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products. Associated mdrs: 1225714-2014-02375 and 1225714-2014-02376.